Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Additional information indicated that this event information came from a journal article. There is limited information regarding the journal article. Referenced article: "suspected vt induced by crt-d¿s vcm function." Kyosai ihou. 2014.vol. 63: page 142. (B)(4).

Event description:
It was reported that following implant, it was confirmed that ventricular tachycardia (vt) occurred more than 10 times. It was alleged that the device's left ventricular capture management (lvcm) function became involved with some of the vt occurrences. To treat the vt, the lvcm was subsequently turned off. The device remains in use. Additional information was obtained though follow up with the initial reporter which indicated that this event file information was from a journal article. No patient complications have been reported as a result of this event.